Event description:
According to the reporter, there have been a series of isotope spills during pt testing. The reporter stated the "problem appears to be an inconsistent interior lumen on some of the stopcocks which prevents the passage of fluid." Per the reporter, isotope spills have occurred while attempting to inject the material during myoview stress tests done in cardiovascular services. There was no report of pt impact or injury.